Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 lead implanted: 2011 (B)(6); (B)(4) ICD implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture. During the replacement procedure, the right atrial lead was dislodged. Both leads were removed and replaced. No patient complications have been reported as a result of this event.